Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning the day of onset, the patient was treated with unspecified antibiotics intravenously (IV) and unspecified antibiotics intraperitoneally (ip) (medications, dosages, and frequencies not reported) for the peritonitis event. Treatment with the unspecified IV and ip antibiotics continued for 11 days, when therapy was completed. Eleven days after the hospitalization started, the patient was discharged from the hospital. Beginning on the day of discharge from the hospital, treatment with an unspecified oral antifungal medication (medication, dosage, frequency, and duration not reported) for the peritonitis event was initiated. At the time of this report, therapy with the unspecified oral antifungal medication was ongoing. Dianeal therapy was ongoing. It was reported that the patient would not be retrained on aseptic technique. It was reported that the patient was recovering from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.